Event description:
A 2.5 x 10 mm angiosculpt ex catheter was advanced to the target lesion and inflated 2-3 times without incident and below rbp. The device was withdrawn into the guide catheter. Repeat angiography demonstrated need for additional inflations. An attempt was made to re-advance the angiosculpt over the guidewire to the lesion and this was met with resistance. The catheter was therefore, withdrawn over the guidewire with resistance noted. After removal of the catheter, the most distal portion of the blue tip (approx 1-2mm) was noted to be completely detached from the rest of the catheter. The catheter and detached tip were completely removed. No pt injury reported.

Manufacturer narrative:
The device was disposed by the hosp, thus the actual device involved in the incident could not be evaluated. The lot history record was reviewed. Unable to confirm complaint. The type of guidewire used in this incident may have contributed to the failure mode reported.